Event description:
MFR (ez-em, inc.) Informed hosp that lead used in fabrication of aprons and other protective garments between 2/1/97 and 5/31/97 contain small amounts of radioactive substance (radioactive contamination)-these patent-contaminated aprons were identified and checked for radioactivity. Five aprons and eight thyroid shields were found contaminated, removed from service. MFR contacted for pick-up. Radiation exposure/dose to personnel whoe wore items estimated is less than 0.5% of annual occ. Dose limits (equiv. To 2-3 chest x-rays). No health hazard associated to this amount of radiation exposure. Note: picker recalled items.